Event description:
It was reported that (3) devices were used during a fundoplication. It was reported by the affiliate that the lcsc5 shears, used with a h2tuv malfunctioned. Two of the devices had no function. Another device was used to complete the case. There was no consequence to the pt. Only (1) of the (3) involved is being returned.